Event description:
The facility's biomedical engineering department reported an infusion pump with "no alarm during pt infiltration." The pump was reported to be infusing 5% dextrose with 0.25 of normal saline and 20meq of potassium (d5 1/4ns with 20meq k) at a rate of 25-30ml/hr when the infiltration occurred. The pt's hand was found to be swollen. According to biomed, no pt injury or need for medical intervention has been reported.